Event description:
It was reported that a home patient experienced a connection issue with the patient line during peritoneal dialysis therapy. The patient indicated that the ¿luer¿ of the patient line was not fitting right. The patient was not connected at the time of the event. The patient indicated they would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.